Event description:
Manufacturer received implant warranty and registration card noting that patient had his vns therapy pulse generator replaced due to end of service. Follow-up with the treating physician revealed that the patient was referred for generator replacement because he was having an increase in seizures above pre-vns baseline. It was further reported that the increase in seizures has since resolved following the generator replacement.